Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e4. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 17apr2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the noise in the image was generated due to the cable of the image sensor unit being short-circuited at the bending section and the broken board of the video connector. The instructions for use states the inspection methods associated with the event in the operation manual "chapter 3 preparation and inspection section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the videoscope exhibited no image. There were no reports of patient involvement.